Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 380 mg/dl and a bolus was delivered. The contact was not with the customer at the time of the report and alleged that an alarm had occurred. Upon follow up, the contact was not able to confirm if there were any alarms found in the pump history as the pump was not available at the time of the follow-up. The contact declined further troubleshooting/assistance.